Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the fluid path of a bd angiocath¿ IV catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture.

Event description:
It was reported that foreign matter was found in the fluid path of a bd angiocath IV catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that foreign matter was found in the fluid path of a bd angiocath IV catheter prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd was able to confirm the customer¿s indicated failure mode. Based on pictures provided the reported failure mode was confirmed. The engineering team associated the reported foreign material to our packaging process. Quality records have been consulted for tracking and trending purposes and this is the first incident reported. Procedures pg-089sp requires to execute suitable controls to detect foreign material during the packaging of a product lot. Process fmea was not intentionally mentioned because failure mode reported isn¿t equipment related. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: based on investigation results to date, root cause could be associated to packaging process.